Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents. The exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, and the water seeped out of the balloon causing balloon deflation.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents. The exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, and the water seeped out of the balloon causing balloon deflation.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event has a duplicate record that has been filed with the FDA. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.